Event description:
It was reported that the nurse noticed that the device delivered 1000 ml of fluid over a 16 hr period, when it was intended to deliver only 3 ml per hour. She then changed out the fluid bag, but noticed that too much fluid was being delivered after 6 hours (approx. 900 ml). She changed out the dpt, but found that the second one had the same issue and was also leaking. Only the second device will be returned.

Manufacturer narrative:
Device has not returned for evaluation.